Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was interrogated in the box prior to implant. The device was found to have low battery voltage, and had record of delivered shocks. The device was not implanted. No patient complications have been reported as a result of this event.